Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing a dialysis treatment which included a polyflux 140 h dialyzer. An external fluid leakage was observed at the cap of the dialyzer around 2 hours after start of treatment. The fluid leakage was estimated to be 10 ml. The extracorporeal blood volume was returned to the patient and the blood lines and dialyzer was exchanged. The treatment was restarted. The patient did not present with any symptoms and no medical intervention was reported. No additional information is available.